Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported deflation. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening striated assessed as to surgical damage. ¿ other-technical: no observed particles in the valve. Additional observations: ¿ white particles observed in the surface of the shell ¿ crease fold observed in the surface of the shell. ¿ wear abrasion observed in the device.